Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure there was oversensing of noise with pacing inhibition on the atrial channel when performing isometrics. The noise was able to be reproduced when pushing on atrial seal plug on the pacemaker. The right atrial (ra) lead was noted to have blood inside lead near the terminal pin. The ra lead and pacemaker were attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing and sensing functions of the device were verified to be operating normally. External visual inspection noted a hole in the ra seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.